Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient's l1 lead had pulled out of the forearm. Migration was confirmed via x-ray. The patient may be awaiting surgical intervention to address the issue at a later date.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.